Event description:
Prior to induction of anesthesia for an emergent appendectomy, the back support hinges on the operating room table top "fractured" (sheared) resulting in the pt sliding from the table top to the floor, striking his left shoulder. The pt was not injured; however, he was awake at the time and was started. Pt was transferred to a different operating room with a different table.